Event description:
It was reported through the litigation process that, sometimes later post a port placement, the patient had recurrent skin necrosis. The patient underwent subsequent removal of the port and a new port was implanted. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigational summary: although the physical device was not returned for evaluation, medical record was provided for review. The medical record alleges that, the patient underwent port placement procedure using the groshong tipped port-a-catheter (material: unknown, lot: unknown) on the left chest wall for IV fluid delivery and IV hydration, sometimes later post port placement, the patient returned to the hospital for skin necrosis. The patient had recurrent skin necrosis. The patient then underwent port removal procedure on the same date for recurrent skin necrosis. Therefore, the investigation is confirmed for the reported skin necrosis. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometimes later post port placement, the patient had recurrent skin necrosis. The patient underwent subsequent removal of the port and a new port was implanted. The current status of the patient is unknown.